Manufacturer narrative:
Received one used (B)(6) primary plum set for inspection. A crack was observed at the secondary port of the cassette. The reported complaint can be confirmed. The probable cause is due to an external force during use.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported when an antibiotic was being administered to a patient from a secondary bag, the nurse found a pool of liquid on the floor under the pump. It was discovered that the area around the clave attached to the cassette was leaking. Moreover, all connections were secure, but it was still leaking. The tubing was changed, and everything was fine. There were no hole, cut, tears or any obvious defects noted on the product. There was patient involvement, no patient harm, and no significant delay in treatment reported.

Manufacturer narrative:
The device was received for evaluation- investigation is still pending.